Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, increased capture threshold and phrenic nerve stimulation were noted on the left ventricular (lv) lead. The physician suspects that the cause of the event was due to lead dislodgement. X-ray imaging was conducted but the results were not communicated to the field representative. The device was reprogrammed to resolve the event. The patient was stable with no consequences.